Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not yet been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound-guided kidney biopsy in normal density tissue, the device allegedly self activated. It was further reported that the device was dry fired, no coaxial was intended for the procedure which was completed with another device. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Therefore the investigation is inconclusive for self-activation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2020), (B)(4).

Event description:
It was reported that during preparation for an ultrasound-guided kidney biopsy in normal density tissue, the device allegedly self activated. It was further reported that the device was dry fired, no coaxial was intended for the procedure which was completed with another device. There was no patient contact.